Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 1300 ohms for the past year and have been slowly rising. Technical services (ts) advised the lead is out of specification range. Additionally, it was noted that the shock impedance have increased however, are still within normal range. Ts suspects that this could be a result of lead calcification. Also, the implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri) in which telemetry has been disabled. It will be the physicians discretion whether or not to replace the lead. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 1300 ohms for the past year and have been slowly rising. Technical services (ts) advised the lead is out of specification range. Additionally, it was noted that the shock impedance have increased however, are still within normal range. Ts suspects that this could be a result of lead calcification. Also, the implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri) in which telemetry has been disabled. It will be the physicians discretion whether or not to replace the lead. Subsequently, the ICD was explanted and replaced successfully and the rv lead remains in service. No additional adverse patient effects were reported.